Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information during coiling treatment, this coil would not able to detach. The physician retrieved the coil from the patient and procedure was completed after using other mdt same device. After retrieving coil, the coil was scraped at hospital.